Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that additional high, out of range pacing impedance spikes (>2000 ohms) were observed from a competitor's right ventricular (rv) lead. The physician elected to reprogram the impedance alerts of the device to a higher value and will continue with normal follow ups at this time. The system remains implanted and in service and the patient was stable with no adverse consequences.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that additional high, out of range pacing impedance spikes (>2000 ohms) were observed from a competitor's right ventricular (rv) lead. The physician elected to reprogram the impedance alerts of the device to a higher value and will continue with normal follow ups at this time. The system remains implanted and in service and the patient was stable with no adverse consequences.